Event description:
It was reported that the impedances were greater than 40,000 ohms on electrode combinations case and 10, 8 and 10, and 9 and 10. This occurred at the time of initial programming on (B)(6) 2014. According to the patient, he had not fallen or had any trauma since surgery. It was noted that the impedances were within normal range at the time of implant and a printout proved this. No action was required and the patient was alive with no injury. Two days later it was reported that the nurse practitioner was able to program the patient and provide good benefit without using contact 10.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).